Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/03/2024 it was reported by a facility representative via (B)(4) that an ar-6482 dw remote experienced intermittent lavage while adjusting pressure. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed. Intermittent lavage function is due to wear and tear and age of the device. This part number is now obsolete. Please see attached vendor memo in the associated complaint file.